Event description:
It was reported to aesculap ag that an activ l (part # unknown) was implanted during a procedure performed on an unknown date. According to the complainant, the facet joints were failing on the implant. The patient will be undergoing a fusion revision surgery at level (l-4/5) where activ-l device was installed. The complaint device has not been returned to the manufacturer for evaluation. A revision surgery was necessary. An additional medical intervention was necessary. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
No changes required.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.